Event description:
This rv lead was implanted on (B)(6) 2004 abd was capped on (B)(6) 2017 due to an unknown product experience. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).